Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. Unable to test the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The motor was tested outside the insulin pump and passed the motor test. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's grandmother reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer advised the insulin pump will not turn on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.